Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.

Event description:
Dr (B)(6), neurosurgeon at the hosp, reported the following event to (B)(4), sales rep: "during a surgery, while tightening with the xia 2 screwdriver, the screw head got detached from the screw. Dr (B)(6) managed to remove the screw and used another one to finish the surgery." No adverse consequences and no delay were reported by the customer.